Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the surgeon found in the patient's eye what appeared to be a plastic particle. The particle was removed right away without any injury or consequences to the patient.

Manufacturer narrative:
The lot of the pack involved in this complaint was not provided therefore the review of the lot manufacturing records could not be performed.

Manufacturer narrative:
The pack involved in the reported event was not returned for evaluation. One light colored particle was returned taped to the inside of a lens case. The particle is approximately 1mm wide by 1mm long and it is hard to the touch. The white particle was microscopically examined and scanned. These analyses suggest that the white particle consist primarily of calcium phosphate with lesser concentrations of carbon, chlorine, sodium and magnesium. The source of the particle cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.